Event description:
It was reported that the patient had persistent myofascial pain and the ipg was causing significant discomfort. Inadequate stimulation was also reported. All components were explanted and will not be returned. The patient was doing well postoperatively. Additional information was received that the patient underwent an explant procedure due to discomfort at the anchor site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 23543367.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5132811/7070019.

Event description:
It was reported that the patient had persistent mysofascial pain and the ipg was causing significant discomfort. Inadequate stimulation was also reported. All components were explanted and will not be returned. The patient was doing well postoperatively.